Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer attempted to fill the balloon to pop it with an 18g blunt needle initially. However, it would not pop or deflate and then placed a spinal needle through the balloon port, but still did not popped the balloon. Then, placed a rigid catheter guide via the urine port and popped the balloon. The catheter was removed.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer attempted to fill the balloon to pop it with an 18g blunt needle initially. However, it would not pop or deflate and then placed a spinal needle through the balloon port, but still did not popped the balloon. Then, placed a rigid catheter guide via the urine port and popped the balloon. The catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that attempted to fill the balloon to pop it with an 18g blunt needle initially. However, it would not pop or deflate and then placed a spinal needle through the balloon port and this procedure also had not popped the balloon. Then, placed a rigid catheter guide via the urine port and popped the balloon. The catheter was removed.